Event description:
Dealer called stating that the casters on the 6417 over the bed table are allegedly cracked, out of the box. No injury alleged. Replacement casters on warranty order # (B)(4). The malfunction has not been confirmed.